Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available black box data showed loss of prime warnings related to replace cartridge alarms and the pump not being primed after rebooting. During testing, the pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be within specifications. The pump cover was opened and no internal defect or moisture was found. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.